Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It has been reported that one bd vacutainer® sst¿ blood collection tube has been found experiencing abnormal additive form during use. The following has been provided by the initial reporter: the gel tube, lot 91086333, ref 367986, showed gelatinous serum in post-dialysis patients. In normal patients, there was no problem, only in patients with this condition. Collections performed via catheter. I returned contact to explain that patients undergoing dialysis are heparinized and heparin in contact with the clot activator generates fibrin and the gelatinous appearance is due to the fibrin mass. However, informs that even when the fibrinous mass dissolves, it soon re-forms very quickly which prevents it from being placed in the equipment as it clogs and probes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: 91086333 was reported but is not valid for this product. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd vacutainer® sst¿ blood collection tube has been found experiencing abnormal additive form during use. The following has been provided by the initial reporter: the gel tube, lot 91086333, ref 367986, showed gelatinous serum in post-dialysis patients. In normal patients, there was no problem, only in patients with this condition. Collections performed via catheter. I returned contact to explain that patients undergoing dialysis are heparinized and heparin in contact with the clot activator generates fibrin and the gelatinous appearance is due to the fibrin mass. However, informs that even when the fibrinous mass dissolves, it soon re-forms very quickly which prevents it from being placed in the equipment as it clogs and probes.